Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured at the weld site. The proximal section of j stiffener wire measures approx 87mm and has migrated down lead body approx 15mm proximal of the distal end of the outer polyurethane insulation, which separated from the proximal side of the anode band.

Event description:
Device analysis is provided.